Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Transseptal puncture was performed and a swartz slo braided transseptal introducer was advanced into the left atrium. The pulmonary veins were mapped using a tacticath quartz ablation catheter. The patient became increasingly tachycardiac and hypotensive. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.